Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to moisture damage in the force sensor resistor. The device was received with scratched display window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the reservoir and infusion set were changed and insulin was squirting out of the tubing during prime. Customer's blood glucose value was 136 mg/dl. During troubleshooting, she stated that the reservoir was not wet with insulin and no gap was seen between the piston and reservoir stopper. It was advised to hold the act button until insulin began to exit the tubing; insulin continued to drip after letting go of the act button. She was instructed to change the infusion set and they were able to prime. The alarm history was checked and found that the insulin pump had alarmed compromised force sensor system. She confirmed that the drive support cap appeared normal. It was advised to have the customer discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.